Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that during the implant procedure, the device was interrogated and no serial number was found. The manufacturer's techincal services was consulted and recommended using a new device. No patient complications were reported as a result of this event.